Event description:
It was reported that a patient underwent a sling procedure on an unknown date for treatment of stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00009. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 for treatment of stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior and posterior colporrhaphy, cystoscopy

Event description:
It was reported that the patient concurrently underwent anterior and posterior colporrhaphy, cystoscopy

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, urinary retention, constipation, burning sensation in the vaginal area, pelvic pain, odorous vaginal discharge, urinary tract infections and recurrent prolapse. It was reported that patient underwent complex anterior colporrhaphy with elevate graft system and tvt-o placement per dr. (B)(6) on (B)(6) 2010 for cystourethrocele and displaced previous mesh material at baylor medical center. (Update to previously reported procedure). It was reported that patient underwent concurrent mesh removal, vaginal vault prolapse repair with elevate graft system and cystoscopy procedures on (B)(6) 2010.

Manufacturer narrative:
It was reported that due to pain, lethargy, dyspareunia and incontinence, the patient had mesh removal on (B)(6) 2010. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).